Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the consumer was treated for an prior unrelated ¿heart attack¿. After returning home (post heart attack), he experienced low blood sugar and ¿passed out¿. Consumer reported he uses bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 30gx1/2". Consumer was taken by ambulance to the hospital to seek medical treatment.

Manufacturer narrative:
Device history record review ¿ a review of the device history record was completed for batch# 6340590. All inspections and challenges were performed per the applicable operations qc specifications. A sample or photo was not available for evaluation; therefore, the investigation was limited. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.